Event description:
It was reported that the dr attempted to deploy the g2 filter ina pt with a history of allergy to contrast media. The intended placement was for the apex to be above the renals and the hooks below the renals. A right femoral approach was used. The catheter reached the intended area of the vena cava, but only 3 arms would deploy. The rest of the filter would not deply. It should be noted that the filter was advanced around a thrombus approx 20mm (diameter) by 1 cm. This filter was removed via jugular approach and a jugular g2 filter was successfully deployed.

Manufacturer narrative:
H10. The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the qc testing. This lot met all release criteria. The returned sample was evauated. As received: one g2 filter delivery system, including pusher wire and the introducer sheath attached to the storage tube. The filter contained dried blood/tissue material, causing the legs to stick together, which separated when moistened with disinfectant solution, all the arms, legs and hooks of the filter were present and intact. The blood and tissue material was also present in the apex of the filter. The pusher wire appeared to be straight without any bowing along the length of the pusher wire. The pusher wire appeared to be in acceptable condition along with the storage tube. The introducer sheath was removed from the storage tube. There was a crack present in the hub at the end which is molded to the extruded tube. The distal tip of the sheath was distorted and on the inside of the sheath there was a straight scratch mark. Under magnification there appeared to be distortion in the sheath in a radial pattern. Upon further inspection, there were 5-6 spiraling marks on the sheath which appeared to be related to the filter legs being twisted inside the sheath between the marker bands. The tip of the sheath was dissected and the sheath distortion was confirmed. The result of the investigation is confirmed, user-related. The info for use for this device states: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. Warnings: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the itnroducer catheter.